Event description:
On may 10, 2007, a 3.5 x 18mm cypher stent was delivered by direct stenting. While inflating the unit in the de novo mid right coronary artery, the balloon ruptured at 10atms. Therefore, post-dilation was conducted with a 3.5 x 20mm ikazuchi balloon to ensure good wall apposition. The stent was implanted safely and the procedure was finished. There was no reported patient injury.

Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.